Manufacturer narrative:
As received, a complete lead was returned in one piece. The measured full helix extension length was within required performance specification. An x-ray examination was performed and no anomalies were noted at the connector or helix regions. Additionally, there was no indication of fractures on any conduction path.

Event description:
It was reported that the right ventricular (rv) lead was dislodged from the implant position. No allegation of malfunction was made against the lead. The right ventricular lead was explanted and replaced to resolve the event and the patient was in stable condition.